Event description:
It was reported the cystonephrofiberscope had a bent insertion section observed during setup/inspection for use. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3, h4. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. Based on historical data, possible causes include damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No addtl customer info.